Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips, cheekbones at zygoma lateral limbus, and piriform fossa with 2 cc of juvéderm® ultra xc. The patient was concomitantly injected in the forehead, ears, and cheeks with belluxi. After half an hour, the tip of the nose was ¿red and bruised,¿ and the nasolabial folds were ¿purplish.¿ the patient was treated with hyaluronidase 1500 units plus 3 cc nss in the piriform fossa. The event improved. The next day, the patient was further treated with dexamethasone 5 mg, augmentin 1 g, 1 tab twice daily, and hyaluronidase 6000 units with 7 cc of nss. The purplish area further improved. The event resolved 11 days later.